Event description:
Implant did not work as planned. Implant expanded prematurely during the surgery. Another implant has been used with success. There was no adverse consequence reported.

Manufacturer narrative:
After shape recovery testing of the returned device, the shape recovery conformed to memometal specification. Implant probably expanded too early due to a bad temperature management. The root cause of the reported event is user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.